Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose of 46mg/dl, which he treated with food. Troubleshooting suggested that the device was working properly. No equipment was returned. No additional information was reported.